Manufacturer narrative:
Submit date: 6/25/2018. A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One digital image was provided by the customer for evaluation. To date, no physical sample has been returned for evaluation. Due to the sample has not been received for evaluation; conditions reported could not be confirmed. However, due to previous evaluation on samples reported with the similar condition, a formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported: light handle cover ripped when placed on light handle.